Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was not patient involvement.

Manufacturer narrative:
A ge healthcare tech service performed a checkout of the system and confirmed failure via log review. The issue could not be reproduced. The anesthesia control board (acb) and du connections are reconnected and replacement of the acb was recommended.